Manufacturer narrative:
H.6 investigation summary : bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for non-biological foreign matter with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to non-biological foreign matter was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported foreign matter was found on the bd microtainer® quikheel¿ preemie lancet needle tip before use. The following information was provided by the initial reporter, translated from japanese to english: 'fm was on the needle tip."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported foreign matter was found on the bd microtainer quikheel preemie lancet needle tip before use. The following information was provided by the initial reporter, translated from (B)(6) to english: 'fm was on the needle tip."